Manufacturer narrative:
A4: weight: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: x ray technologist/ scrub tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tr band was put on and inflated as the radial sheath was removed. When checked a few moments later by the physician, the large balloon had deflated and was bleeding at the radial puncture site and around the patient's wrist. Originally 18 ml's were injected, and once air was titrated out 13 ml's remained. The physician reinflated and it quickly deflated again. At this time, they removed the current tr band, replaced it with another tr band, and hemostasis was maintained. It was not known if the new tr band placed after the deflated band was from the same lot. The blood loss was less than 250cc. The procedure being performed was a left heart cath - radial access. The device was not previously manipulated. There were no additional devices used in conjunction with the tr band. The product stored on the shelf in the cath lab. Dry environment and not in direct light.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One tr band, inflator, and packaging label were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 7ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band, inflator, and packaging were returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A corrective action was initiated for this issue.